Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended while pump was operating within normal altitude range, with speaker holes on back of pump obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove obstruction, clean speaker holes, remove and reconnect cartridge, and wait to resume insulin, but was not able to resume delivery or load new cartridge at that time, so customer planned to load new cartridge when ready and contact technical support again if issue persisted after following provided tips for preventing altitude alarms.